Event description:
It was reported that during a holap procedure, using a lumenis product, the physician sustained a third degree burn on the right hand as a result of a fiber break.

Manufacturer narrative:
A visual inspection of the subject device by a lumenis technical specialist determined the root cause of the reported event to be excessive bending of the subject device under power in contradiction to dfu.